Event description:
It was reported that after the device was inserted and when tightening down the cinch to secure the button, the surgeon felt it was not secured properly. Fluoroscopy confirmed the button was loose and unsecured on the medial side. The ankle was then further opened on both the lateral and medial side so the entire button and sutures were cut and removed. Another of the same device was used in the existing insertion and case was completed successfully. Right ankle fracture.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The effectiveness of the device is dependent upon correct tightening and proper surgical technique. The directions for use (dfu-0147) warns: "pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device". Training and surgical guides are also available. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.